Event description:
It was reported that the health care professional (hcp) requested a review of stored signal artifact monitoring (sam) episode for this pacemaker system. Technical services (ts) provided a review of the event noting there were no out of range impedance measurements and concluding the source of the oversensed noise was difficult to do only with the episodes provided. Ts recommended understanding what patient was doing at the time of the event and performing different tests. This pacemaker system remains in services. No adverse patient effects were reported.